Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the doctor diagnosed bilateral deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation revision with an unknown mentor saline prosthesis experienced bilateral deflation post procedure. The report indicated that the patient¿s 99% sure both deflated they are looking different, and she can't wear a bra that fits. They are very soft and squishy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to one of the two implants.